Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.